Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding, except for the light button. Customer's blood glucose was over 170 mg/dl at the time of the incident. Customer stated that when she tried to bolus, the up button kept scrolling. Customer removed the battery but the issue still occurred. Customer stated that she has been running high and that it may be due to the site. Customer stated that all the keys were not responding and the up arrow button was stuck. Customer has dropped the pump in the past but not recently. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.